Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 03-dec-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device for cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who became pregnant 2 times after essure (fallopian tube occlusion insert) insertion. This case refers to her second pregnancy; during which she had placenta previa and subchorionic hematoma. She was treated with bed rest. After delivery, she had a tubal ligation. According to her, the doctor said her left essure coil was in place but my right was missing (interpreted as device dislocation). Only pregnancy and device dislocation are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, the patient had the hsg after her first pregnancy which showed tubes were blocked. She became pregnant again. After delivery, one coil was dislocated. This device dislocation could be alternative explanation for the essure failure (pregnancy). However, since it is unknown if device dislocated before or after pregnancy onset; causality with the suspect insert cannot be excluded. Regarding the remaining events, placenta previa's etiology is usually unknown, although it occurs more commonly among older women, smokers, with previous deliveries, cesarean sections or uterine surgeries/ scars. Subchorionic hematomas (schs) are believed to result from partial detachment of the chorionic membranes from the uterine wall; they are associated with increased risk of miscarriage. In this particular case, consumer stated she bled the whole time during her pregnancy and also mentioned a hospitalization. Although limited information was provided; considering when essure is in its ideal position, 3 to 8 outer coil will be trailing into the uterus; a mechanical interference between the insert and the developing pregnancy cannot be excluded and this case was regarded as an incident (due to serious injury). In addition, non-serious events were reported. The technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. No further information is expected.

Event description:
Follow-up information identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2273); awareness date 29-oct-2015: additional information was received on 09-nov-2015: information from duplicate case (B)(4) has been transferred to this present case. Essure was inserted in 2010 after the birth of consumer's third child. She became pregnant a couple months after implantation and miscarried very early (case# (B)(4)). The hsg showed tubes completely blocked. Two years later the consumer began to feel sick, throwing up and dizzy. She purchased a pregnancy test which came out positive. She performed an ultrasound in the following week that confirmed the pregnancy. She called attorney after attorney to see if she had a case. She was automatically referred to a specialist and was told she had placenta previa and subchorionic hematoma. She was put on bed rest the whole time and she had to stop working. She bled the whole time. Hospitalization was reported, but the reason was not clear. The baby failed to grow - his abdomen was much smaller than his head. The doctor was worried a coil could puncture the amniotic sac. On the ultrasound there was no sign of either coil. They were missing. The male baby was born healthy except for aspirating meconium and having protein sensitivity to milk (child case# (B)(4)). She went in for another procedure and had filshie clips placed. The doctor said her left essure coil was in place but my right was missing. Every day she has severe pain on right side, which was debilitating. She went to a gynecologist who wanted her to have essure removed via hysterectomy, but she was (B)(6) and was terrified and never visited a gynecologist again. Product technical complaint (ptc) investigation result (from duplicate case). Ptc global number: (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the events reported are possible undesirable events with the use of essure. Lack of effectiveness in itself is not necessarily indicative of a quality defect as it may occur with the use of any product. Additionally, pregnancy may occur during any contraceptive use. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the company database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment, the technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who became pregnant 2 times after essure (fallopian tube occlusion insert) insertion. This case refers to her second pregnancy; during which she had placenta previa and subchorionic hematoma. She was treated with bed rest. After delivery, she had a tubal ligation. According to her, the doctor said her left essure coil was in place but my right was missing (interpreted as device dislocation). Only pregnancy and device dislocation are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, the patient had the hsg after her first pregnancy which showed tubes were blocked. She became pregnant again. After delivery, one coil was dislocated. This device dislocation could be alternative explanation for the essure failure (pregnancy). However, since it is unknown if device dislocated before or after pregnancy onset; causality with the suspect insert cannot be excluded. Regarding the remaining events, placenta previa's etiology is usually unknown, although it occurs more commonly among older women, smokers, with previous deliveries, cesarean sections or uterine surgeries/ scars. Subchorionic hematomas (schs) are believed to result from partial detachment of the chorionic membranes from the uterine wall; they are associated with increased risk of miscarriage. In this particular case, consumer stated she bled the whole time during her pregnancy and also mentioned a hospitalization. Although limited information was provided; considering when essure is in its ideal position, 3 to 8 outer coil will be trailing into the uterus; a mechanical interference between the insert and the developing pregnancy cannot be excluded and this case was regarded as an incident (due to serious injury). In addition, non-serious events were reported. The technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. No further information is expected.